Event description:
The customer reported having seizures twice and the paramedics were called. The blood glucose reading at time of call was 47mg/dl. The customer stated that on (B)(6), he had the first seizure and his blood glucose was in the 500s mg/dl. The customer did not feel well and lay down. Then he measure and his glucose level was 84mg/dl. By the time the paramedics arrived his blood glucose was even lower and kept dropping. On (B)(6), he had the second seizure and his blood glucose was in the 40s mg/dl. Troubleshooting was performed. The time and date in the device were correct, but the bolus wizard was off. Reviewed the alarm history and found several low reservoir and auto off alarms. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. The customer mentioned that the device has cracked case around the battery cap. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.